Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system there was false resistance of an unspecified number of samples. No patient impact reported. The following information was provided by the initial reporter: "it was reported by the customer that a constant discrepant result on panels nmic-306 for ertapenem. On first run the antibiotic reports as resistant, upon repeat of the same sample it is reported as sensitive."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system there was false resistance of an unspecified number of samples. No patient impact reported. The following information was provided by the initial reporter: "it was reported by the customer that a constant discrepant result on panels nmic-306 for ertapenem. On first run the antibiotic reports as resistant, upon repeat of the same sample it is reported as sensitive."

Manufacturer narrative:
A results failure was reported on a phoenix m50 instrument. The customer reported discrepant results on the nmic-306 panels for ertapenem false resistance. Technical service reviewed customer workflow and requested instrument log files and lab reports. No instrument errors were noted. The root cause of the failure is not known. This is an unconfirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Complaints for results did breach an alert level trend in the month of august 2023. An investigation into this breach did not reveal a trend with customer, root cause or failure mode. Quality will continue to monitor the results complaints for phoenix m50 instruments. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.